Manufacturer narrative:
The investigation determined a non repeatable, negatively biased vitros tropi es result was obtained from a single patient sample. The investigation was unable to determine a definitive cause. No instrument or reagent malfunction was identified as a possible contributing factor. Pre-analytical sample processing cannot be ruled out as a contributing factor. The sample was cloudy in appearance prior to repeat testing, indicating that cellular debris, due to poor sample preparation, may have been present in the affected sample. Upon re-centrifugation, the sample was clear. It is unknown if the sample was cloudy when initially processed.

Event description:
The customer observed a non-reproducible, negatively biased, vitros tropi es result from a single patient sample processed on a vitros eci immunodiagnostics system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, negatively biased tropi es result was reported outside the laboratory, however, a corrected report was generated and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)